Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor produced service code 102. Upon evaluation, the r45 resistor was open. The cause of the code 102 is the open resistor. The root cause of the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 102.